Event description:
Customer reported a cryocyte freezing container swelled, cracked, and burst while thawing in a water bath. The cellular material was not infused into a patient. Additional cellular material was available for patient use, so there was no adverse patient impact. The bag had been stored in liquid nitrogen vapour phase. At the time of the rupture, the bag was inside a heavy duty plastic bag. The bag was frozen using a freezing press in a cryomed controlled rate freezer, then was transferred to a metal cassette for storage.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.